Manufacturer narrative:
The e402 analyzer serial number was (B)(6). Calibration and qc were acceptable. Sample material was requested for investigation.

Event description:
There was an allegation of discrepant negative results for 2 patient samples tested for elecsys toxo igm (toxo igm) on a cobas e 402 analytical unit. "Patient 2" initial toxo igm result from the e402 analyzer was 0.686 coi (negative). The repeat result was 0.71 coi (negative). The toxo igm result from the vidas method was 0.65 coi (positive). On (B)(6) 2025, "patient 1" initial toxo igm result from the e402 analyzer was 0.74 coi (negative). The patient had "recent" toxo igm results from the vidas method of "reactive" (the specific result was not provided) and 0.98 (unit of measure not provided, positive).

Manufacturer narrative:
Both patient samples were received for investigation. The following results were obtained: elecsys toxo igm: both samples were borderline positive (0.862 coi and 0.911 coi). Elecsys toxo igg: both samples were positive (3135 iu/ml and 2021 iu/ml). Elecsys toxo igg avidity: both samples showed low igg avidity (53,1% and 65.5%). Mikrogen recomline toxo igm: both samples were positive. Mikrogen recomline toxo igg: both samples positive. The customer's negative toxo igm results were not reproduced at the investigation site. Based on all the results (the customer results and the investigation results), both patients were likely in a late acute phase of an infection with toxoplasma gondii, which was captured by high elecsys toxo igg titers and elevated coi results with the elecsys toxo igm assay. The investigation did not identify a product problem.